Event description:
Pt's lead was implanted in an inverted configuration. The pt was experiencing seizure control with the vns therapy, but then later reported that the pt was not experiencing seizure control with the vns therapy. The implanting surgeon was inadequately trained and the vns labeling is inadequate. Further follow-up revealed that the pt's lead may not be implanted in the inverted configuration, but this has not yet been confirmed.